Event description:
Staar surgical received info about a pt that required a vitrectomy procedure due to a lens removal and replacement. Staar contacted the surgeon, and the surgeon confirmed the report but further added that the event was not product related. However in 2003, the surgeon was contacted again and said that the event was lens related. The surgeon reported that the pt's prognosis is "good" and at the pt's planned therapy is to continue steriod drops at the pt's planned therapy is to continue steriod drops and be evaluated by a retinal specialist. The pt's best-corrected visual acuity pre-op was 20/80 and best-corrected post-op was 20/50.